Event description:
During a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the moderately tortuous right coronary artery (rca). The physiian predilated with a 12 mm balloon. While pushing the 2.75 x 20 mm taxus liberte drug eluting stent delivery system, the shaft broke into two pieces. No pt complications were reported. This product is similar to a markketed us device.